Event description:
Additional information: per medical records review, a transatrial implantation of a 26mm sapien 3 ultra valve in the native mitral position as a bailout surgical strategy was decided. The valve was positioned and deployed utilizing the certitude ds. The valve was anchored to the mitral annulus via balloon inflation. The valve appeared to be securely anchored on forceps manipulation testing. The left atrium was closed, and the patient was removed from cp bypass. The post bypass tee revealed good biventricular function with stable mitral valve prothesis position and function, with no significant valvular or paravalvular regurgitation with a wide opened outflow tract. The physicians were satisfied with the result. The heparin was reversed with protamine and the patient decannulated. However, a few minutes after decannulation the patient became hemodynamically unstable. Tee showed embolization of the valve into the left atrium with torrential mitral regurgitation. The patient was heparinized, recannulated, and cp bypass was then resumed. The left atrium was reopened. The valve was partially displaced into the left atrium and was removed without much resistance. After adding multiple interrupted sutures into the mitral leaflets, a new sapien 3 ultra valve was deployed with an extra 3 mls of saline to oversize the valve and avoid embolization. Periannular sutures were then reattached to the new valve cuff and secured. The valve was well-seated and well-functioning on saline testing. The left atrium was closed, the patient rewarmed and decannulated successfully without hemodynamic derangements. Tee showed stable valve position and function without any significant outflow gradient. The surgery was completed, and the patient was taken to the intensive care unit stable.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra transcatheter heart valve in a native mitral valve is not indicated per the labeling therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra transcatheter heart valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest procedure (mac) and patient factors likely contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during a mac procedure by direct visualization with the certitude delivery system via open chest, a 26 sapien 3 ultra valve was placed in the native mitral position with out issue. The patient was given protamine and the valve popped out of position. The valve was removed. A second valve was placed successfully. There were no edwards device malfunctions. The patient is stable.